Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: n/a. Concomitant medical products: 275cc mentor memorygel breast implant, catalog # 3502751bc, serial # (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female underwent breast augmentation revision with 275cc mentor memorygel breast implants and experienced capsular contracture on the right side postoperatively. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
Additional information: on march 12, 2020, a manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. On march 12, 2020, mentor became aware that the patient experienced baker grade IV capsular contracture on the right side correction: after clinical review of this file performed on march 12, 2020, it was decided to add code off-label use to more accurately capture the reported event manufacturer's reference number: (B)(4).